Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product return can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three months and 27 days following the implant of this transcatheter pulmonary bioprosthetic valve that had been implanted into a surgical valve and that had embolized to the left pulmonary artery during the implant procedure, a second transcatheter pulmonary bioprosthetic valve was implanted. No additional adverse patient effects were reported.